Event description:
Boston scientific received information that during the implant procedure, pressure was applied to the device site. This implantable defibrillation lead oversensed noise which resulted in pacing inhibition and an inappropriate shock. The lead was disconnected from the device and reinserted however noise continued to be observed. This lead was removed and another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.